Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported the cause of the pain/implant not depleting were "impediments" in their neck. The signals were rerouted, and the issue resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was that their implant wasn't depleting in charge and their pain returned. Patient reported that they didn't think the device was working. Patient stated that they were in so much pain across their shoulders and that the device wasn't the way that it was. Patient said that they charged the implant over a week ago and the implant was still sitting at 80%. Patient confirmed that the implant hadn't depleted in charge. Patient confirmed stimulation was on, and that they checked the device a couple days ago because they had been hurting and the pain was just getting worse. Patient then said that today they checked and the stimulation was on and the controller was charged at 90% and the implanted device was at 80%. Patient denied any recent falls or injuries near the implant site. Patient tried contacting multiple manufacturer representatives (rep[s]) and left messages but no one called them back. During the call, agent walked patient through adjusting their intensity in group c to see if it would help. Patient was at 0.5 intensity and increased it all the way to 2.5 and felt nothing. Agent had the patient adjust the intensity back down to 0.5. Agent did not go through further troubleshooting as the patient said that if their intensity gets too high, it'll zap them and that they hadn't gotten there yet. Agent reviewed that the implant should deplete if stimulation was on. Agent also reviewed role of rep and provided the national answering service (nas) phone number for their doctor to call. The patient was redirected back to their healthcare provider to further address the issue. An email was sent to the local field representatives for visibility and for a callback request. Patient's healthcare provider (hcp) called requesting a rep to meet with the patient. Hcp was transferred to the nas.